Event description:
It was reported that the patient was scheduled on (B)(6) 2014 for an MRI, but was too dizzy to proceed. The patient was seen by the hcp on (B)(6) 2014 for a refill and the pump was found to be intermittently alarming. The event logs were reviewed and several motor stalls and recoveries were seen. The earliest motor stall was noted to be (B)(6) 2014 (however, the pump logs only retain the last 20 events). The pump was replaced on the day of the report. The patient¿s status at the time of the event was said to be alive and no injury. There were no patient symptoms or complications associated with the event. The patient recovered without sequela. The pump was used to deliver fentanyl, ropivacaine, baclofen, morphine, and hydromorphone.

Manufacturer narrative:
Further analysis of the pump found a pump head hole in the pump tube due to mechanical wear. In addition, pump head pump tube binding was found, and a deformed pump head pump tube. The previously reported evaluation method, result, and conclusion codes were updated to the above.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was scheduled for an MRI (magnetic resonance imaging) but the manufacturer¿s representative was not sure the patient went through with it; the patient had been too apprehensive to go through with the MRI on (B)(6) 2014 and the manufacturer¿s representative ¿doubted the patient had the MRI, though she was not certain.¿ the reason for the MRI was unknown, the patient notes indicated that patient had been in the hospital with ¿some sort of abdominal issue.¿

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was having an MRI on (B)(6) 2014 and they were unable to complete the MRI because the patient was dizzy (as previously reported). The reporter did not know what caused the dizziness; they suspected it may have been anxiety, but they did not know. The reporter did not know what other medications the patient was taking and did not know if the patient experienced any symptoms as a result of the motor stall. The reporter did not know if the last stall recovered, or how long any of the motor stalls lasted. The reporter also did not know the cause, but reported they had heard this physician used off-label drugs in the pump. They therefore thought it was caused by the ph values of the medication. The outcome for the patient following replacement was unknown.

Event description:
Additional information received reported that the patient was doing fine and was receiving effective therapy to the manufacturer's representative's knowledge.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot# n116481, implanted: (B)(6) 2009, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4). Analysis of the pump, model # 8637-20, sn (B)(4), found the pump to be over-infusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day) and has been coded with the appropriate afc code for overinfusion. Per the deviation, this pump will be subjected to long term dispense and weight testing, using last known infusion rate from full to empty. The root cause of the overinfusion was not determined.

Manufacturer narrative:
Long term testing of the pump completed. The long term test data did not affect the analysis or the analysis afc code.

Manufacturer narrative:
Conclusion code no longer applies to this event.